Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. The patient was not hospitalized for the event. It was reported the patient had a hernia repair surgery. It was not reported if the hernia was present prior to pd therapy or if the hernia worsened with pd therapy. At the time of this report the patient was recovering from this hernia event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.